Event description:
Biopsy needle not cutting tissue sample within the notch properly. Outer sheath not completely over sample notch. Further conversation with the customer revealed that three attempts were made, during a liver biopsy, and a core sample was not obtained. Additionally, a track was left in the liver, but it was not considered an "injury" by the hospital. According to the customer, it healed without complication within 2 days.